Event description:
The affiliate reported a customer with an employee with complaint of eye irritation after working with the unit. The employee reported that this is a "common occurrence when working around the sterrad". Upon follow-up, the employee reported that this statement is only related to this staff members personal experience. The customer reported that the employee flushed her eyes with running water and then reported to the emergency dept with a complaint of "sore, dry, and bright red eyes" after working with the unit. The employee's eyes were examined using dye to assess for corneal damage. The employee was not prescribed any treatment but bought some "alcon lubricating eye drops" for personal use. The customer reported that the employee stated that her eyes began to feel dry within four hrs of working with the unit. The employee reported that the "service engineer thoroughly cleaned the chamber of the machine" and she is attributing this to the cause of the eye irritation. The sterrad engineer went to the site to assess the unit. He found the unit to be in "perfect working order". He performed a cleaning of the chamber. The customer provided info about load run, load content, and cycle printouts. It was found that there were extended cycle times, low-end injection pressured and extended plasma stages. The sales rep analyzed the load contents and found that numerous loads appeared to contain too many times as compared to MFR recommendations and may loads contained a high amount of plastic materials. The sales rep also found that the facility routinely processed light handles and upon inspection the handles were found to have dull surfaces and some powdery appearance, which would indicate, increased absorption of hydrogen peroxide during the cycle. The sales rep conducted staff training around chamber loads, load selection, and mixing load materials.